Event description:
A report was received from the USA, stating that the device has an oil leak. The device was not being used during surgery. There also was no user/patient injury or medical intervention. No add'l info available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).